Event description:
The user facility biomed reported that during testing, the device's air/o2 blender fio2 delivery is unstable causing intermittent "high fio2" and "low fio2" alarms.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event. As of may 28, 2015, there has been no additional information provided by the user facility. (B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The alleged faulty gas delivery engine (gde) has been received, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, carefusion will submit a follow-up medwatch report.

Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn: r16222, sn: (B)(4) was received into the carefusion failure analysis lab for investigation with physical damage and without any esd protection. The carefusion failure analysis lab technician evaluated the gas delivery engine (gde) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the failure was that the air/o2 blender assembly was malfunctioning. There are two possible contributing factors to this malfunction 1. An adjustable rod internal to this assembly may have compression elasticity shift causing the reported issue or 2. The stepper motor may have ¿lost¿ one or more steps causing the reported issue.